Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. Upon deployment into the left superior pulmonary vein (lspv) a spline bunching issue occurred. Troubleshooting was not able to solve the issue, and upon device removal a broken spline was observed. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. (B)(6) 2024 - per gfe: the spline was broken and inverted.

Manufacturer narrative:
The device was returned to boston scientific for analysis. During visual inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. When catheter was deployed to basket, some of the splines inverted easily. The inverted splines were subsequently manually pushed back, and the catheter was deployed to full flower. The spline cage of the catheter was examined on the microscope to look for anything that might lead to spline inversion. Nothing out of the ordinary was noted.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. Upon deployment into the left superior pulmonary vein (lspv) a spline bunching issue occurred. Troubleshooting was not able to solve the issue, and upon device removal it was observed that the spline was broken. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.